Event description:
The pt reported that he had a vp shunt with a strata valve implanted on (B)(6), 2009. The valve is performing well and has reduced his ventricles to normal. However, the pt has discomfort due to excess tubing of the distal catheter. A surgery was scheduled to cut the distal catheter to shorter length.

Manufacturer narrative:
(B)(4). The reported event was not related to a malfunction of the device. Since the product remains implanted, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.